Event description:
The torflex transseptal guiding sheath kit is a single use device designed for catheterization and angiography of specific heart chambers and locations. The components of the device include a sheath, a dilator and a j-tipped guidewire. Small piece of sheath at hub site broken off. This part of sheath is where dilator, catheter, and wire enter through sheath. A small (1-2 mm) piece of the sheath broke off at its hub. Hub is outside body.